Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the suture was detached from the needle easily and could not be used. When another lot was used, it could be used normally. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/30/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? =>unk, but not in the package. Please provide details for each involved device. What is the procedure name and date? =>unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.